Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the doctor encountered difficulty removing the extension from the stimulator. After removing it the doctor then encountered difficulty inserting the extension into the new stimulator. After multiple attempts they were able to get partial connections with good connectivity. High impedance was noted on electrodes 1, 3, 7, 14 and 15. There were no other stimulation issues and the cause was not known. The patient stimulation coverage was adequate. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 377760 (lot: n0037465); product type: 0200-lead; section d references the main component of the system. Other medical products in use during the event include: brand name tbd; product ID 3708140 (serial: (B)(6)); product type: 0191-extension; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 377760, lot# n0037465, implanted: (B)(6) 2005, product type: lead. Product ID 3708140, serial# (B)(6), implanted: (B)(6) 2014, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the customer discarded the ins and this was confirmed by the healthcare provider.